Manufacturer narrative:
(B)(4).

Event description:
It was reported that the actual residual volume was greater than the expected residual volume. Specific values for volumes were not provided. Several attempts to follow-up with for additional info were made without success.